Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Analysis summary: the product was returned to ethicon for evaluation. The returned sample revealed that it was received one cannula with pds suture outside the packaging original. The packaging (foil) was received open and pertain to product code ez10g. The visual assessment of the product noted that it was observed that the suture had begun with a degradation process caused by exposure to the environment. In addition, the suture pieces were noted inside the cannula. Per the sample condition, the functional test cannot be performed. In addition, the foil was visually inspected, and excessive wrinkles and holes in the cavity were observed. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an open ob-gyn procedure on (B)(6) 2023 and suture was used. It was found that the suture was cut when the package was opened. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.